Event description:
It was reported that right atrial (ra) intrinsic amplitude out of range was detected on (B)(6) 2022. Regular variation in atrial intrinsic amplitude with measurements often below 1mv. Physician aware at in-clinic review. Additional information was received indicating the device stored atrial tachy response (atr) episodes showing far-field r-wave oversensing. The atrial sensitivity is programmed to atrial gain control 0.6 milli volts and the lead measurements are satisfactory at this point. The lead remains in service. No adverse patient effects were reported.